Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6)2023. Throughout the night (may 13 early morning), the patient¿s cgm displayed 75 ¿ 80 mg/dl. When the patient's mother woke the patient in the morning, she could tell he was ill. The patient was vomiting, had labored breathing, drowsiness, and elevated ketones. A bg was performed which was 400 mg/dl and increasing. It was determined his insulin pump had delivered insulin based upon the cgm values of 75 ¿ 80 mg/dl. The patient was taken to the emergency department where his bg was 600 mg/dl. The patient was treated with a manual injection of insulin and 1 liter of IV fluids and released home. Four hours after the event, the cgm displayed sensor error. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. However, the data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.